Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as blistering under the ECG electrodes. The patient's nurse applied an ointment, believed to be triple antibiotic ointment to the skin irritation. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.